Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor base and reader were too hot to hold. The use of the monitor was stopped. The patient was instructed to disconnect the power cord from the wall outlet. The remote monitor is expected to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: model: 24950j, serial/lot# (B)(4): the remote monitor was returned and analysis revealed that there were error code (B)(4) in failure analysis(fa) log but no hardware defect found. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.